Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2022-04138. Investigation will be housed within (B)(4) with MDR# 3030677-2022-04138.

Event description:
It was reported the unit is experiencing a battery issue. No patient involvement reported at this time.